Event description:
This rv lead was implanted on (B)(6) 2010. A call to technical services on 5/31/2012, states that a few months ago, on (B)(6) 2011, patient had a lot of af and v high rates. Changed setup to turn off atr and left v tachy detects on. Egm storage is 7/7. At follow-up today, patient has 31 v high rate episodes. Histograms show v sensed rates at 150 max, not 170 as vt was programmed in the logbook. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).